Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
Patient underwent shoulder revision from total shoulder to hemiarthroplasty due to failure of bony ingrowth and loosening caused by bone cysts.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03073 / 1825034-2016-03074). Requested but not returned by hospital.

Event description:
Patient underwent shoulder revision hemiarthroplasty due glenoid bone cyst and loosening of the baseplate caused by failure of bony ingrowth.